Event description:
It was reported that the bd posiflush¿ pre-filled saline syringe experienced stopper separation from plunger. The following information was provided by the initial reporter: at the end of infusion for the patient, the responsible nurse found that the piston fell off while sealing the PICC line for the patient with a pre-filled catheter irrigator 10ml. Can not be used, can only replace the catheter irrigator to complete the sealing work.

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306595 and lot number 2168080. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.